Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 16 events were reported for this quarter. Product return status 9 devices were received. 7 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 5 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: fatigue problem / connector/coupler 1 device: electrical/electronic component problem identified / circuit board 7 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: electrical/electronic component problem identified / tube product disposition 9 devices: serviced and returned to customer 7 devices: product disposition is not yet determined additional information 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 16 events for the failure: decrease in pressure. - 6 events had problem identified before clinical use/exposure; there was no patient involvement. - 5 events had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information. - 1 event had minor injury/illness/impairment.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2026. This report summarizes 13 events for the failure: decrease in pressure. - 4 events had problem identified before clinical use/exposure; there was no patient involvement. - 6 events had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99027. On 2/24/2026 stryker instruments discontinued the practice of filing mdrs for complaints related to decrease in pressure for devices registered under kcy product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. Supplemental rationale corrected data: b5, h1, h6, h11 16 events were previously reported during the reporting quarter; however, - 3 events were determined to be not reportable. - 13 previously reported events are included in this follow-up record. Product return status 12 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components) 7 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: fatigue problem / connector/coupler 2 devices: electrical/electronic component problem identified / circuit board 1 device: no findings available / part/component/sub-assembly term not applicable 1 device: electrical/electronic component problem identified / tube. Product disposition 12 devices: serviced and returned to customer 1 device: product not received.